Event description:
It was reported that the patient experienced inappropriate shocks at the time of implant in 2005. No further information is available with the exception that the device functioned normally from 2012 to elective explant in 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.